Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman access system with the dilator in the sheath and blood in the device. The device was microscopically and visually examined. The tip of the access sheath was damaged. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported tip damage.

Event description:
It was reported tip damage occurred upon device recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the laa and a watchman laa closure device and delivery system (wds) was advanced into the was. The closure device was deployed, but upon recapture, it was noted that the soft tip of the access system was damaged. The procedure was successfully completed by using another was. There were no patient complications.

Event description:
It was reported tip damage occurred upon device recapture.a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the laa and a watchman laa closure device and delivery system (wds) was advanced into the was. The closure device was deployed, but upon recapture, it was noted that the soft tip of the access system was damaged. The procedure was successfully completed by using another was. There were no patient complications.